Event description:
A ventak mini ICD and its chronic epicardial lead sys (two rate sense, two patch leads) weere removed from service because the sys was oversensing. The ICD recorded several diverted episodes, indicating it sensed a non-sustained fast heart rate, but the stored electograms from the ICD memory showed the rate as normal sinus rhythym. The problem was determined to be with the rate sense leads and the lead sys was capped and replaced. The ICD was replaced at the same time.